Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an concurrent flow was not determined because no products or device logs were returned.

Event description:
It was reported that the customer had recently switched to the bd alaris devices, including the 2426-0007 3-port primary line. The customer chose to keep their current ICU medical secondary sets (14230-28). When hanging a secondary, the nurses were reporting that there were still drips coming from the primary line, regardless of the head height. Education was provided to nurse about proper line securement, priming, and head height. The nurse was instructed to disconnect and properly reconnect the line, and back prime to gravity, which resolved the issue. There was patient involvement but no harm. Although requested, the customer declined to provide additional information and would not be sending the devices to bd for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had recently switched to the bd alaris devices, including the 2426-0007 3-port primary line. The customer chose to keep their current ICU medical secondary sets (14230-28). When hanging a secondary, the nurses were reporting that there were still drips coming from the primary line, regardless of the head height. Education was provided to nurse about proper line securement, priming, and head height. The nurse was instructed to disconnect and properly reconnect the line, and back prime to gravity, which resolved the issue. There was patient involvement but no harm. Although requested, the customer declined to provide additional information and would not be sending the devices to bd for investigation.